Manufacturer narrative:
(B)(4) method: the complaint bc191 flexitrunk infant nasal tubing was returned to fph in (B)(4)and was visually inspected. It was also pressurized and immersed in a waterbath to test for leaks. Results: visual inspection revealed that the breathable film of the returned nasal tubing was stretched but not broken or cut. No leak was observed when it was immersed in a waterbath. A lot check was not performed as lot information was not provided. Conclusion: the nasal tubing appears to have been inadvertently pulled by directly holding the flexitube. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A hospital in (B)(6) reported that a bc191 flexitrunk infant nasal tubing was overstretched and leaking. This was observed during use on a patient; however, no consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk infant nasal tubing is en route to fisher and paykel healthcare in new zealand for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported that a bc191 flexitrunk infant nasal tubing was overstretched and leaking. This was observed during use on a patient; however, no consequence was reported.